Manufacturer narrative:
Device analysis: "empty syringe of 1.0 ml received without cap, no needle in an opened voluma xc pack. No defect observed to syringe."

Event description:
Healthcare professional reported that during injection with juvéderm voluma® xc, ¿material felt very difficult to push, then extruded where needle and syringe come together. Needle was stuck in patient¿s face." Juvéderm voluma® xc, "spilled all over patient.¿ no injuries to patient, staff, or injector. The packaged needle used. Product stored at room temperature.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported that during injection with juvéderm voluma® xc, ¿material felt very difficult to push, then extruded where needle and syringe come together. Needle was stuck in patient¿s face." Juvéderm voluma® xc, "spilled all over patient.¿ no injuries to patient, staff, or injector. The packaged needle used. Product stored at room temperature.